Event description:
Loaner arthrex hto plate set. Osteotome blade 35mm ar 13302-35 while being utilized to cut the bone 2 small pieces of blade broke off. Blade removed from the field. 2 small pieces retrieved and sequestered. Equipment sent to biomed.